Manufacturer narrative:
(B)(4). Batch number ==> r57742. Investigation summary ==> the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Two reloads were received. The reload (a) was received fully fired. The reload (b) was received partially fired 1/16. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire and staples malformed. During the endoscopic radical resection of rectal cancer, when severing the rectum, could not fire with ecr60d. Changed another ecr60d, after fired, found the staples malformed, suture was used to sew the wound. There were no adverse consequences to the patient.